Event description:
The manufacturers service technician was unable to duplicate the reported problem, however review of the device diagnostic history confirmed a pressure sensors failure as reported. The service technician replaced the data acquisition pcb to motor controller pcb cable as a precaution to address the reported problem. Final testing was completed per operating specifications.

Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Evaluation and service of the device is pending.

Manufacturer narrative:
Evaluation and service of device pending.